Event description:
The customer reported the unit displayed a red x.

Manufacturer narrative:
(B)(4): the customer reported the unit displayed a red x. The unit was evaluated at philips and the reported symptom was duplicated. The reported malfunction was caused by an incomplete electrical connection between the power pca, processor pca, and the therapy pca. Reseating the interconnect cable resolved the reported issue. The unit was tested and shipped back to the customer.